Event description:
It was reported that there was an issue with nl538k - search lc/ps monoblock tibial plateau t4. According to the complaint description, post-operatively after approximately 15 years, a polyethylene replacement of the right knee was required due to wear. Additional information was not provided but has been requested.

Manufacturer narrative:
The adverse event is filed under aesculap reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. Associated medwatch reports: 3005673311-2025-00055 (aesculap reference no. (B)(4)). 3005673311-2025-00056 (aesculap reference no. (B)(4)). 3005673311-2025-00057 (aesculap reference no. (B)(4)). 3005673311-2025-00058 (aesculap reference no. (B)(4)).

Manufacturer narrative:
The adverse event is filed under aesculap reference xc (B)(4) cc (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.